Event description:
It was reported that, the arthroplasty was revised due to instability and pain. The acetabular liner and femoral head were revised. The components were implanted in situ for an unk amount of time.

Manufacturer narrative:
Method - review of the device history and complaint history. The delta v-40 ceramic head 36/+7.5, catalog: 6570-0-736, lot ID: 26289001 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. Review of the device history records indicates that all devices for all reported products were mfg and accepted into final stock with no reported discrepancies. The product experience reporting database indicates there have been no other events regarding the reported lot codes. If additional info becomes available, it will be submitted in a supplemental report.